Event description:
It was reported that t:slim x2 pump battery would not charge even though customer used original charging cable, wall adapter, and working wall outlet and saw power source alert in pump history. There was no reported impact to the customer¿s blood glucose level. Customer left pump connected to confirmed working wall outlet for at least 30 minutes, after which pump began charging successfully, and no further assistance was required.